Event description:
New information received notes that the lead was tested during device replacement procedure and it was normal. Patient was fine and will be monitored through merlin.net transmission and x-ray once a year.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came to clinic for routine follow-up, externalized conductors were observed on x-ray. No electrical anomaly was noted. Lead will be tested during device replacement procedure.